Event description:
Rt reported - circuit disconnect alarm, unit not delivering breaths. Patient unable to breath, became hypoxic, bradycardiac. Pt status unknown.

Manufacturer narrative:
A letter was sent to the user facility requesting additional information concerning the patient and reported event. The user facility responded and reported that the patient's diagnosis was scosis and that the patient was discharged, no date given. The viasys field service rep evaluated the unit and determined that the root cause of the reported event was a faulty gas delivery engine. The faulty gas delivery engine was returned to the manufacturing plant for evaluation. The viasys failure analysis lab tech evaluated the gas delivery engine and determined that the root cause of the reported event was a faulty air inlet pcba. The viasys field service rep replaced the affected component and ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion, the unit was returned to the customer's control ready to be placed back into service.